Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. No leaks were found. The krt to the reservoir was trimmed down. The pump was functionally tested and performed within specification. The cylinders were visually inspected, and leak tested. The first cylinder had wear at a fold in the middle. No leaks were found. The second cylinder had wear at a fold in the middle. No leaks were found. The reservoir was visually inspected, and leak tested. The reservoir had wear at a fold in the reservoir shell; a hole at the corner of a fold was present. The reservoir had a leak at the corner of a fold. Based on the information available and analysis results, the reported device allegation of fluid loss from a hole in the reservoir was confirmed.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a hole in the reservoir resulting in fluid loss. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a hole in the reservoir resulting in fluid loss. A new inflatable penile prosthesis was implanted. No patient complications were reported.